Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic surgery, although the reload was loaded, the surgeon could not fire the device at the first firing. After that, a new product was used without problem. The event occurred during the procedure, but the product was not used for patient.